Event description:
It was reported that the tip of a small distal end cutter separated. There is no indication that injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in this past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and the tip and screw assembly were replaced. Root cause cannot be determined.